Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred from the middle of the surgery. The condition of aspiration and actuation was unknown. The probe was replaced to complete the procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. Two probes were returned for evaluation. Sample a. The probe complaint sample was visually examined and deemed nonconforming. The needle is bent approximately 15 degrees. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe did not cut. The probe was disassembled and the components inspected. There was approximately 20 to 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There is significant resistance felt when removing the inner cutter from the bent needle. Wear marks were present at the bend area. The actuation test was repeated after disassembly and the testing was deemed conforming. Sample b. The probe complaint sample was visually examined and deemed conforming. Actuation testing were performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe did not cut. The probe was disassembled and the components inspected. There was approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Wear marks were present at the bend area. The complaint evaluation does confirm both probes had poor cut performance. The bent cannula and surgical use time was the root cause for the poor cut of first probe and excessive use of the probe was the reason for the poor cut for the second probe. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. Both the probes exceeded this typical time and one probe was used for approximately 120 minutes before the probe was determined to have poor cutting. The bent condition appears to have occurred during surgery and not manufacturing since the probe was used for surgery until the cut became poor. No action is being taken as it appears that the failed cut testing is due to excessive use and handling of the probes by the user. The probe is a single use device and is not recommended for reuse. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing, along with 100% visual inspection. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).